Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ms. (B)(6), the pharmacist stated that at the time of application, noticed when trying to aspirate the medicine from the ampoule, the liquid did not rise into the syringe. The other syringe from another cartridge from the same batch is broken at the rubber stopper of the bd solomed¿ syringe. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review: the batch complained was manufacturing during 28/abr/2017 until 02/mai/2017. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 1 hour in 36 pieces. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. Based on the severity and occurrence a CAPA is not required.